Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: the pump powered on with no vibratory features to a blank display screen. Testing was limited due to a blank screen issue. Corrosion was noted in battery compartment; a leak test failed due to a battery compartment leak. The battery compartment was cracked in two places. The pump case was cracked in multiple places. The pump was opened up and evidence of moisture was found throughout internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment and moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.